Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observation of undersensing.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty, undersensing, and helix extension issues. The helix mechanism was unable to be retracted to allow for lead repositioning. This rv lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.